Event description:
After priming arterial line tubing and connecting it to the umbilical artery catheter in a sterile fashion blood was noticed backing up into the line and leaking around the catheter end (not at the connection with tubing, but below - on the actual catheter).I placed a sterile gauze around the leaking area and notified md immediately. Md proceeded to remove the uac with tip intact.